Manufacturer narrative:
The reported event of oversensing and mode switch could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the recorded episodes of inappropriate automatic mode switch. The episodes were attributed to far r wave over-sensing exhibited by the implantable cardioverter defibrillator. No patient symptoms were reported. Further information was requested but not received.